Event description:
It was reported that the patient did not recharge the ipg as recommended. The ipg would no longer communicate with external devices and the patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.

Manufacturer narrative:
Additional information: "patient identifier" has been changed due to change in patient's name.